Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that the patient who underwent transurethral plasma resection of the prostate was asked to remove the foley catheter. Since the water in the balloon of the foley catheter could not be pumped out, the catheter could not be removed. The user cut the urinary catheter with scissors, and the water in the balloon was slowly drained and the catheter was removed smoothly.